Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturing ref: 3005334138-2019-00336, 2030404-2019-00048. During an atrial fibrillation ablation procedure, a pericardial effusion occurred in the right anterior side of the heart with a small compression of the right atrium. The contact force catheter was advanced into the right atrium and the diagnostic catheter with introducer were advanced into the left atrium to begin mapping. Approximately fifteen minutes after mapping began, a transesophageal echocardiogram revealed a pericardial effusion. Protamine was administered to treat the effusion which stabilized the patient. There were no performance issue with any abbott devices.